Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer was hospitalized. Customer's blood glucose level was not provided. Tandem technical support made multiple follow up attempts with the customer, however, no response was received.